Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the patient line of a homechoice (hc) cassette, without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The hp was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The caregiver (cg) stated that there were three large, one-inch air gaps noted. The cg was asked to the pull lines at the door, wiggle the bubbles out, then re-prime the patient line. The line was fully re-primed before the hp connected. The cg then stated that there were two small air bubbles in the patient line during initial drain. The cg closed clamps, cycled power on the hc, and ended therapy. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.